Event description:
It was reported by the rep that the (1) prw35 was used during a colectomy procedure. It was reported that the skin stapler fired 3-4 times, malforming the staples, then it jammed. The case was completed with another device. There was no pt consequence.